Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample from a patient with unknown status regarding symptoms of covid-19. Sample was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 negative (reported to physician). Customer then received report from another facility where patient was transported that patient tested sars-cov-2 positive with unknown rt-pcr method. Retest of same sample was run (B)(6) 2020 using xpert xpress sars-cov-2, resulting in sars-cov-2 presumptive positive (not reported to physician). Review of data provided by the customer showed normal amplification curves. Results are consistent with low target concentration in sample and to sample collection variability. Root cause is due to low concentration of organisms/target that is not lod-related. There is no evidence of product malfunction and there was no patient harm. As per section 3 of xpert xpress sars-cov-2 eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample from a patient with unknown status regarding symptoms of covid-19. Sample was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 negative (reported to physician). Customer then received report from another facility where patient was transported that patient tested sars-cov-2 positive with unknown rt-pcr method. Retest of same sample was run (B)(6) 2020 using xpert xpress sars-cov-2, resulting in sars-cov-2 presumptive positive (not reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.